Manufacturer narrative:
Insulin pump received with cracked and bleeding lcd glass, broken off end cap and cracked reservoir tube lip. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the device case was broken. Customer's blood glucose was unknown. Customer agreed to return the device for analysis.